Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service order 3137243. The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: umbilical cable crack at root brace, passed dry leak test, passed wet leak test customer complaint not duplicated, air/ water socket cylinder o-ring chipped, fluid invasion not observed in control body, fluid invasion not observed in pve connector, scope case damaged the device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 21-dec-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17jun2016 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ec38-i10l. In the event reported, the user stated that there was no video image. The customer also stated there were no patient/user injuries, adverse events, delay or medical intervention reported. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.